Manufacturer narrative:
The analyzer serial number is (B)(6). The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial serum sample hcg result was 1.05 miu/ml. An aliquot of the sample was repeated and the result was 28.90 miu/ml. An edta plasma tube collected the same time as the serum sample was tested and the hcg result was 0.940 miu/ml. The original serum sample was repeated again in another laboratory and the result was 19.1 miu/ml.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. It was found that the customer allows patient samples to clot for 10 minutes prior to centrifuging them, which is too short of a time. The alarm trace showed insufficient sample and clot detection alarms. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.